Event description:
It was reported that the device had elective replacement indicated and during the explant of the device there was difficulty with the set screw on the right ventricular lead coil. The physician had to use a "needle holder instrument" to remove the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged. The device is part of the advisory for this model.